Event description:
On 5/2/97, radiologist inserted a 5mm x 40mm wallstent into the right renal artery, an unapproved indication. X-rays showed that the stent was extending into the lumbar aorta. The pt was observed until 5/5/97 and transferred to another facility where the stent was surgically removed. Radiologist originally mis-sized stent.